Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys vitamin d total iii assay on a cobas e 801 analytical unit. Initial result: 94 nmol/l. The initial result was higher than what the customer expected, and it did not match the patient's clinical diagnosis, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 43 nmo/l. The repeat result matched the patient's clinical diagnosis.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The alarm trace showed multiple "liquid flow cleaning recommendation" alarms. The investigation is ongoing.